Event description:
It was reported that a flogard infusion pump experienced an unspecified alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a customer field service technician. Functional testing determined that the reported alarm was an f_66 alarm. The cause was determined to be a corroded central processing unit (cpu). To address this issue, the cpu was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.